Event description:
This lead was implanted on (B)(6) 2003 and is still active. This united states was called to technical services on 12/26/2012 due to a bulge in the pocket and the lead was wrapped oddly underneath the device. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).